Event description:
It was reported that the pt underwent a spinal procedure for treatment of dls with posterior fixation implanted at l1-l5 on the right side. Sometime post-op, a setscrew backed out at right l5. No pt complications were reported.

Manufacturer narrative:
(B) (4). Neither device nor applicable imaging studies were returned for evaluation. We are unable to determine the cause of the event. In addition, this device catalog number is not approved for use in the united states; however a like device catalog number 7540020, 510k k052187 is cleared in the united states.